Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) review cannot be done because the serial number remains unknown. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the degeneration cannot be conclusively determined at this time. However, it is possible that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards received information that a 27mm mitral valve was disabled using a valve-in-valve procedure after an approximate implant duration of seven (7) years due to degeneration. A 29mm transcatheter valve was implanted with good results. The patient was noted to be hospitalized in stable condition. No additional details were available.